Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited inappropriate therapies due to af with rvr. Further information was requested, however, was not provided.